Event description:
It was reported that the foley catheter balloon ruptured and fell off. Hence, the customer replaced with new one.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photo, irregular balloon burst was observed. The exact cause of how and when the problem occurred could not be determined. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon ruptured and fell off. Hence, the customer replaced with new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.